Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump may have been over delivering which caused low blood glucose. Customer's blood glucose was 33 mg/dl. It was reported that blood glucose readings at the time of call was 229 mg/dl. Customer reported that drive support cap appeared normal. Customer was disconnected from insulin pump at the time of call. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. No unlock on j2 lcd keypad connector noted. However, the insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify bolus delivery anomaly due to button keypad anomaly. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.